Manufacturer narrative:
A device history record review was not possible as the lot number was reported as unknown. One used sample outside of its original packaging and without a printed lot number was received for evaluation. The sample was visually inspected. The reported problem was observed in the sample, since the catheter was already separated from the connector. The manufacturing process was reviewed by a multifunctional team to determine a root cause for the detached component. The investigation determined that the process is running according to product specifications and meeting quality acceptance criteria. All equipment maintenance for catheter-adapter assembly process was verified and found to be current for corrective and preventive maintenance as scheduled. Per the available information for the complaint investigation, no abnormal process conditions that could cause the condition were detected in the manufacturing process that could cause this failure. The potential root cause could be related to variations in the catheter, which could affect the assembly to the adapter. The catheter assembly location has been changed to accommodate additional inspections and has been implemented and product specifications have been updated to include this change. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a foley disconnected in the evening.